Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The web was implanted and the delivery system was not returned for evaluation. Several angiographic images obtained during the web implantation procedure were provided. The images are consistent with the reported complaint details; however, images were not provided of the aneurysm re-rupture that occurred several days post-procedure. The root cause for the event could not be determined.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2020 with a subarachnoid hemorrhage (sah) and treatment was performed the same day for a ruptured basilar tip aneurysm. The web device was placed and a small "encroachment" was noted. Flow in the vessel became limited; therefore, a stent (not a microvention device) was implanted at the neck of the aneurysm without incident. There was no active bleeding after treatment of the aneurysm with the web at the end of the procedure. The patient was placed on aspirin and plavix. The patient was admitted to the ICU and three (3) days post-procedure on (B)(6) 2020 the aneurysm ruptured again. The patient died on (B)(6) 2020.